Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a force sensor alarm occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that tamper seal on the plunger assembly, the battery, and battery door were missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the force sensor test error was found upon power up, and the sensor was unable to be calibrated. Root cause of the reported event is from customer induced fluid ingression on the plunger assembly. Replaced the whole plunger assembly, performed preventive maintenance and all functional testing. Product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500.